Event description:
It was reported that the programmer would not interrogate. The programmer head was changed out but the situation did not resolve, it was noted that it "would blink orange/green orange/green." The programmer was changed out and returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).